Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is to advise of an event observed during analysis confirming a tip fracture of the catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, & h6 . One viewflex xtra ice catheter was received for complaint evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the bend remains unknown.